Event description:
The patient reportedly has been inconsistent auditory responses. In 06/2002, testing was conducted. A company representative reviewed the results and recommended 3 channels be turned off. Programming changes were also made at that time. The patient immediately showed improved responsiveness. It was recommended that the center continue monitoring the patient. In 08/2002, the patient's center reported growing concerns about the patient's lack of progress. In 09/2002, the patient was sent at the implant center for device evaluation. Additional programming changes were made. In 09/2002, the clinicians, family and company representatives decided to scheduled surgery. The device will be explanted.